Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins ofdifferent (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to the neoplastin laboratory method. The result from the meter was 6.2 inr. The result from the laboratory within 2 hours was 4.6 inr. The patient¿s warfarin dose was held based on the lab result. The patient¿s therapeutic range is 3.5 ¿ 4.5 inr with a testing frequency of every 3 days.

Manufacturer narrative:
The customer returned the test strips for investigation. The test strips appear to have been inserted into the meter several times. Strong vertical abrasions are visible on the gold side. The returned test strips were measured on reference meters with a high level control sample. Testing results (qc range: 2.4 - 3.0 inr): qc 1: 2.7 inr. Qc 2: 2.6 inr. Qc 3: 2.6 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Returned customer material and retention material comply with the specificification. Medwatch fields d9 and h3 have been updated.